Manufacturer narrative:
The device was returned for investigation. While operating on standard test settings, the ventilator performed according to manufacturing specifications. While testing on the incoming customer settings, the device itself did not make any noises; however, there was enough pressure with these settings that it caused the exhalation of air to sound like a squeak.(B)(4)

Event description:
Covidien received information stating that during patient use the ht70 ventilator would make a grinding/squeaking noise during ventilation. The patient was transfered to another ventilator. There were no negative patient consequences.